Event description:
Within 10 minutes of being placed on dialysis treatment the pt developed cough, chills, rigors, hypotension as well as vomiting. This pt had been dialyzed with the 200nre dialyzer for approx 3 weeks. All symptoms and fever disappeared after being reinfused and taken off dialysis. Cbc was drawn but nothing unusal was noted. According to the treatment sheets, gravol IV 25 mg was given at the onset of the dialysis treatment. Also pt reported stomach vomiting since last evening. Pt completed dialysis as ordered. No sample is available.